Event description:
During the laparoscopic cholecystectomy, the clips malformed when fired - legs were crossed rather than parallel. There were no pt consequence. One product is being returned, one has been discarded.